Manufacturer narrative:
No device return anticipated due to this being a legal case. (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a female patient, initial left knee implanted on (B)(6) 2011, underwent a revision procedure on (B)(6) 2022, approximately 11 years 1 month post the initial implant procedure for reasons unknown. No further information was reported.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H3: the revision reported in the case was likely the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs, photographs, or operative notes were not provided.

Event description:
As reported via additional legal documentation, on (B)(6) 2011, the patient underwent left knee replacement surgery where she was implanted with an optetrak ps polyethylene tibial insert serial #: (B)(6). On (B)(6) 2022, approximately 11 years 1 month after their initial surgery, they underwent left knee revision surgery to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert.

Manufacturer narrative:
Additional information added.